Event description:
As reported on voluntary medwatch report mw5169805: "caire eclipse 5 portable oxygen concentrator battery life. First time I used this unit. I had an appointment, the machine was set at 6 pulse liters, it started beeping and I looked and it was the low battery indicator (which should not have happened because the machine was in use for only 1 hour and 20 minutes and the battery is supposed to last up to 3.5 hours at the setting I was using it at). I was forced to leave my appointment early and drive 20 minutes to my home. 10 minutes into my trip home the machine stopped working and I was without oxygen for the rest of my drive home. By the time I reached my home and got back on my oxygen my blood oxygen level was down to 68%.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The eclipse 5 battery is rated to last 3.5 hours on pulse setting 6 at 12 bpm, as communicated in the user manual. Caire technical support contacted the end user regarding the eclipse 5 battery life complaint. The end user communicated on the technical support call that she is at or above 20 bpm, representing an approximately 67% increase in oxygen consumption. This would correlate to a similar reduction in the battery duration. At this rate, the battery duration would fall below 3.5 hours to approximately 70-90 minutes, similar to the battery duration reported in the complaint. The end user expressed in the technical service call that the battery duration information published in the user manual was unreasonable. The eclipse 5 battery is operating as expected and no device malfunction is present. The eclipse 5 unit was not returned to caire and the serial number was not provided by the end user. Section d4 primary unique device identifier (udis) # is intentionally blank. Physical device, serial number, and UDI number were not made available to caire, inc by the end user.